Event description:
It was reported that this left ventricular (lv) lead was explanted due to the lead backed up and was barely in the branch. The dislodgement was identified due to loss of capture (loc). A new lead was implanted in the posterior lateral branch. No additional adverse patient effects were reported.